Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that a patient has called and reported it is hurting his side, his ins rubs and causes pain and he has to turn it off sometimes. The patient said it hurts his whole side where lower lumbar area hurts right there (ins site). The patient said he can move the battery and it feels so much better when he moves it when it move back the pain comes back after a couple hours. No further complications were reported. No additional patient symptoms were reported.